Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a yeast infection. The reporter stated the ¿due to drainage bag out of stock, the patient was using normal pail to drain out the effluent¿. The cause of the infection was unknown. It was reported the patient was hospitalized for the event and was treated with cloxacilin and ceftazidem. Pd therapy was discontinued, the pd catheter was removed, and the patient was transferred to hemodialysis. At the time of this report, the patient outcome was not reported. No additional information is available.